Manufacturer narrative:
RMA issued. Medtronic navigation testing showed that the threads had signs of wear, but the device was able to connect to a guide and pass functional testing. No pt present.

Event description:
The site reported that the threads of the green teratracker instrument were stripped and they could not connect another instrument to it. No pt was present.